Manufacturer narrative:
A ge svc rep performed an onsite investigation. The image intensifier and ccd camera were evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported the loss of a diagnostic live image. No report of a pt or user injury.